Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of 2024-02-28 was reviewed however no cgm data was available on this date, as the sensor was not replaced after (B)(6) 2024. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "high" on (B)(6) 2024. Then "low" on (B)(6) 2024 at 3:25pm, and then "off" on (B)(6) 2024 at 5:28pm. All cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on 2024-01-03. No meal announcements were seen in the logs after (B)(6) 2024. Motor data indicates no motor activity after (B)(6) 2024. The last cartridge and infusion set change operations prior to the review date were on (B)(6) 2024 at 7:50pm. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. As cgm glucose data were not available to confirm the event, the ilet's performance during the event could not be evaluated. It is unclear whether the user was wearing the ilet at the time of the event. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Given the lack of device data, it is not possible to identify an assignable cause for this hypoglycemic event.

Event description:
On 4/7/24 an ilet user reported on (B)(6) 2024 they had high cgm glucose level after eating and the ilet "overcorrected and brought their blood glucose (bg) level low". The user reported their bg level went down to 35 mg/dl. The user's wife administered instant glucose gel as the user was unable to treat themselves. No other health effects were reported by the user.